Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) while attempting to access the inferior vena cava - atrial junction the helix of the rvlp was noted to be sprung. The rvlp was exchanged and the procedure was completed. The patient was stable following the procedure.